Event description:
The customer reported receiving a technical error 41, device alarming with error 41, upstream pressure sensor on power up. No adverse reactions were reported during the use of the device. Technical error # 41 (upstream pressure sensor out of range) triggers an alarm and stops the pump. The device and power cord were received. The evaluation confirmed the customers reported issue of error 41. The evaluation found the error was caused by a malfunctioning upstream pressure sensor. A review of the event history log found error 41 occurred over 10 times. The issue was resolved by replacing the upstream pressure sensor. During the controlled testing, the flowrate was found to be at the very low end of the allowable range and re-calibration corrected the issue. After repair, the device was found to meet specification.